Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with minor scratches on display window, cracked display window corners, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-86908.

Event description:
It was reported that the insulin pump alarmed button error when the customer was trying to administer insulin to herself. The blood glucose reading was 93 mg/dl. No significant events leading to the alarm other than the device being in her pocket. Advised discontinuation of the insulin pump. Nothing further reported.